Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reev2193 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported health care professional "informed to pull back this patient PICC due to malposition in the atrium, was pulled back in ICU which than looped. Nurse than came in and retracted more and unlooped with flushing."